Manufacturer narrative:
An elective explant of the evoke scs system was performed. The patient¿s pain that was being treated by the evoke scs system had resolved. The evoke scs system was confirmed to be functioning as intended prior to explant.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported that their pain which was being treated by the evoke scs had resolved. The evoke scs has been switched off for the last seven months. The evoke scs system was confirmed to be functioning as intended prior to the explant.